Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly during an implant attempt it was impossible to screw the ventricular lead. Another device was used.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly during an implant attempt it was impossible to screw the ventricular lead. Another device was used.